Manufacturer narrative:
Additional information: result code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19mar2019. (B)(4). The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse found an error 1102 (primary alarm failure) in the device error logs. The fse replaced the speaker and the issue was resolved

Event description:
It was reported that the unit declared a primary alarm failure. There was no patient involvement. Event date not specified; estimate used.